Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure, using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg inside the patient. It was too small to locate, so the physician was unable to retrieve it. In addition, two of the dilator tubes bunched up. The procedure was completed with another pinnacle anterior pfr kit without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.